Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent. Additional information requested and received: when the device used "was not hemostatic and abundant bleeding was observed", did the device deliver any staples? Yes. If yes, were the staples formed properly? Yes. If yes, was the staple line complete? Yes. Did the device cut? Yes. If yes, was the cut line complete? Yes. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Not reported by the surgeon. How much blood loss was there (mls)? I have no idea. Was a transfusion required? Yes, after some hours the surgery had been performed how was the bleeding controlled? Hemostasia and coagulation with bipolar device. How was the procedure completed? No information on this. What procedure was being performed? What color cartridge reload was being used during the firing? Green and gold. What was the product code of the reload (gst60g, ecr60g, etc.)? Ecr60d, ecr60g was buttressing being used? No. According to the additional information provided the device functioned correctly during the procedure. What was the reason for the bleeding then? The dr. Doesn¿t know if it was a problem of the patient or the device. This is what he stated and why he provided the pictures we sent. Can you provide how much units of blood the patient was transfused with? I have no info on that. ¿was a transfusion required? Yes, after some hours the surgery had been performed¿ can you please clarify what is meant? After the surgery had taken place, several hours later, the patient had to be transfused because hematocrit fell. This is the explanation of the surgeon. Did they do a second surgery or did they do the transfusion some hours after the surgery? They did the transfusion some hours after surgery and no second surgery had to be performed. If the transfusion took place some hours after the procedure what was the reason for the time delay? The hematocrit fell hours after the surgery. Additional information requested but unavailable: what was the surgical procedure? What were the indications for surgery? What anatomical structure was device used on? What color cartridge was used? What is the current patient status? Intra-operative photo received. The photo provide shows what appears to be tissue, several clips can be seen on the sides of the tissue, traces of bleeding are present and a b-form staple can be spotted at the right lower side of the photo. Based on the photo evidence, the event description can be confirmed as traces of bleeding are noted. Unfortunately the root cause of the issue cannot be determined from the photos alone. Hands on analysis of the device and cartridge may provide the evidence necessary to determine the root cause of the incident.

Event description:
It was reported that during an unknown procedure, the machine employed was not hemostatic and an abundant bleeding was observed in the usage. It is unknown what was used to complete the procedure.